Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2anfl, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that an exam revealed an infection and the doctor explanted the device(B)(6) 2021 and had new product placed (B)(6) 2021 and the issue was resolved.